Manufacturer narrative:
Model number/catalog number: sc-8216-50; serial number: (B)(4); batch/lot number: 13697330; model/catalog description: artisan lead 50 cm. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. It was reported that the lead and ipg site was draining. It was noted that the ipg was emerging from the skin. Physician does not believe that the infection was device related and does not know the caused. The patient was placed on intravenous antibiotics and underwent an ipg explant procedure. The patient was doing well postoperatively.